Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the remaining longevity estimates for the implantable cardioverter defibrillator (ICD)&#513;ve been decreasing quicker than expected based on programmed settings and therapy use. Further review revealed the longevity estimate data was incorrect and battery voltage was appropriate. The ICD remains in use. No patient complications have been reported as a result of this event.